Event description:
It was reported that the lead was explanted with the generator. Return of the suspect product is not expected.

Event description:
It was reported that the patient's generator was explanted. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported by the patient that she no longer needed her vns and wanted it removed because it was so noticeable. She indicated that the device had been dead for years, and that she no longer had seizures. She also noted a recent incident where she had placed a magnetic nametag over her device and she thought she was having a heart attack and went to the ER. When she told the ER about the magnet and her device, they agreed with her when she said that was probably what caused it. She reported that she was already referred for explant. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.